Event description:
It was reported that on (B)(6) 2022 the tip of the depth gauge broke off during surgeon use. Fragments were generated and were retrieved easily. The procedure was completed successfully. There was no surgical delay. There were no patient consequences. This report is for one (1) 2.7/3.5mm depth gauge 0 to 60mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.